Event description:
Event description guidant received information that the patient with this device was symptomatic with vvi 50 pacing. The device indicated end of life five months prior and the patient had not been followed for two years. The device was included with the second advisory population. The device was explanted and replaced.